Event description:
On 5th february 2024, rayner received notification from its us affiliate company of an event that occurred following implantation of a rayone emv rao200e. The report received states that the patient has undergone bilateral implantation of rayone emv rao200e and is experiencing monocular diplopia in their right eye more so than the left eye post-operatively.

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The report received states that the patient has undergone bilateral implantation of rayone emv rao200e and is experiencing monocular diplopia in their right eye more so than the left eye post-operatively. The patient has undergone a yag capsulotomy and intensive dry eye treatments; however, these have been with little success. A glasses prescription to correct the astigmatic error is also reported to have been unsuccessful. On paper the patient is 20/25 bilaterally; however, the patient complains that their vision is "shadowed or doubled" with one clear image and one blurry. Mild subjective improvement was noted with miotic eye drops. "Deviation from target refraction" is listed in the "adverse events" section of the rayone IFU. Our review of production records for the rayone emv rao200e batch 022185361 showed that all manufacturing and quality checks were conducted with successful results. All devices released for distribution from this batch were within tolerance, met specification crtieria and were without defects. A review of vigilance data confirms that this is an isolated event. No other incidents, of any type, have been received against the rayone emv rao200e batch 022185361. While root cause cannot be established from the limited evidence and information available, as this report concerns an issue affecting the patient bilaterally (see also MDR 3012304651-2024-00045), it may be that the patient is unable to adapt to the functional style of the lens; however, this cannot be confirmed. Rayner is not aware of any other reports of this nature following implantation of rayone emv rao200e.